Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. During visual inspection of the product an damaged blood inlet connector, blood outlet connector and gas inlet connector was detected. During a tightness test a crack at the re-circulation port of the blood outlet connector was detected. Additional complaints will be opened in order to cover these failures. In order to test the product for the reported failure it was necessary to exchange the damaged connector to a full functional one, otherwise it would have been impossible to build up the necessary pressure of 1.5 bar. After the connector was exchanged a leakage from the blood compartment into gas compartment was confirmed by the tightness test. It was also determined by further investigation that the leakage was most probable caused by fiber leakage. The failure is known by maquet cardiopulmonary and is thoroughly investigated under CAPA (B)(4). Based on this no further action will be completed at this time.

Event description:
According to customer's info: "5 hours after the initiation of ECMO, they detected pinkish liquid dripping from the port located next to the gas outlet. ECMO (extra corporal membrane oxygenation) was completed 2 hours after the detection of leak. During the 2 hours, the amount of the liquid speculated as plasma was about 100cc. No abnormality was reported in the efficiency of the gas transfer. The product was not changed out. No adverse effects on the patient; occurred during the patient use; the product will be delivered to mcp. Ref.: (B)(4).

Manufacturer narrative:
The product has not yet returned for manufacturer's investigation. The investigation is still pending. A supplemental medwatch will be submitted when further information become available.